Event description:
Additional information was received from patient asking about the tracking status of their shipment, agent could not find tracking number. Agent followed up with repair to ensure that orders have been processed. The patient called stating someone has been contacting her requesting external device serial no. Patient had already recycled the letter they received so it was not clear what was needed however patient provided serial number (B)(6).

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during deep brain stimulation therapy, the desktop charger connector pin for the dtc/ac power supply was found to be broken. The patient subsequently received the wrong replacement part and reported the need for a charging cord for the docking station and an adaptor. Additionally, the wireless recharger cord adaptor was reported as lost. Requests were sent to repair and replace the affected components. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID neu_unknown; product type: 0217-unknown; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.